Event description:
Per trust study adverse event form, this system was removed due to a pocket infection. Also associated with this report: lumax 340 dr-t, MDR: 1028232-2008-00670. Linox sd 75/18, MDR: 1028232-2008-00672.